Event description:
It was reported that during a wedge resection on donor lung, the device deployed no staples. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual conditions and with no cartridge loaded in the device, however, one cartridge was received inside the bag and fully loaded with staples. The device was tested with the returned cartridge and it fired, and formed all the staples as intended. It should be noted that a 200% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.